Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Mfg report reference: 3006705815-2019-01188. It was reported that the patient experienced loss of motor function. The patient had a trial lead pull on (B)(6) 2019. It was noted there was more dried blood than expected. Following the lead pull, the patient went to the emergency room on (B)(6) 2019 due to weakness in the legs. The patient could not move both of their legs. The physician performed an additional surgery at the lead incision site . The physician stated that there was a possible abscess. The patient is currently recovering in a rehabilitation facility and is reporting full strength in the right leg and partial strength in the left leg.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01188.